Manufacturer narrative:
Additional information: d9, g3, h6. (Shp cable, button assembly, motor, and locking pin) the evaluation confirmed the reported event, "on the 8th january 2024 it was advised via email that an ar-8330h, (shaver handpiece adapteur¿ power system ii, handswitch control) - batch no.: 14292038; serial no.: (B)(6) was received as faulty. Customer marked as "cable cut". Service team tested and failed. There was no indication of case or patient involvement." (Refer to ncr-22401)

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On the 8th january 2024 it was advised via email that an ar-8330h, (shaver handpiece adapteur¿ power system ii, handswitch control) - batch no.: 14292038; serial no.: (B)(6) was received as faulty. Customer marked as "cable cut". Service team tested and failed. There was no indication of case or patient involvement.